Event description:
It was reported that there was particulate matter in the reservoir of a large volume infusor. This was noted before patient use. The device had been filled with fluorouracil. There was no patient involvement. No additional information is available. This is report two of five.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14j062 was manufactured september 30, 2014 to october 1, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.